Manufacturer narrative:
Final device investigation found that the device was returned with locked misaligned jaws. The blade was no longer contained within the trench of the jaws, but was still retained inside the jaws. Upon evaluation, the jaws could not be manually separated. The trigger and handle were not operational but were fixed in their returned position. The main handle of the device was locked and the jaws did not unlatch. Electrical testing could not be performed due to the condition of the returned device. The device history record was reviewed, and no discrepancies were noted. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt" and "care should be taken to verify the jaws are fully closed (less than 2mm...) Prior to engaging the cutting blade as this may damage the device."

Event description:
It was reported that during a repair of incarcerated hernia with partial omentectomy the device "defaulted," the cut button got stuck and would not open. The jaws of the device were stuck on tissue and had to be cut off the tissue it was attached to and the vessels were then tied off by hand. The jaws had been cleaned every 2-3 cycles. Another device was used to complete the procedure. Add'l info was requested, but no add'l info was available.